Event description:
It was stated that the patient was having surgery for an unrelated back issue when the health care provider had to stop the surgery "due to electrocautery." It was stated they were operating "6 inches from the device." It was stated the patient was in the ICU due to a collapsed lung after the procedure. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 7482a51 lot# serial# (B)(4) implanted: 2011-(B)(6) explanted: product typ extension product ID 3389s-40 lot# v668795 serial# implanted: 2011-(B)(6) explanted: product typ lead. (B)(4).